Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen. Reportedly, prior to troubleshooting with tandem technical support, the customer reset the pump and the issue was resolved. The customer's blood glucose was 127 mg/dl.